Event description:
The pt reported charging issues between the implant and the external equipment. It was determined that the pocket was too deep. During a pocket revision procedure, the advanced bionics rep could not communicate with the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.